Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue started between ¿10:30-11:30pm¿ on (B)(6) 2014. The patient provided the following meter readings which were obtained from the subject meter at this time: ¿199, 100, 99mg/dl¿. The patient manages their diabetes with oral medication(s) (type unknown), diet and/or exercise. It is not known if the patient made any adjustments to their medication dose due to alleged product issue. The patient did not experience any symptoms due to the alleged issue, but they did have to visit the emergency room (e.r). In the e.r, the patient had their blood glucose measured on an unknown meter at 11:30pm, and obtained an unknown result of ¿less than or equal to 40mg/dl¿. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The results which were obtained were obtained less than 20 minutes from each other, and the calculated difference of these glucose results exceeds lfs¿s criteria for precision. Although the patient did not experience any symptoms which are suggestive of hyperglycemia or hypoglycemia, this complaint is being reported because the patient obtained a blood glucose result from an emergency room meter which was less than or equal to 40mg/dl, and therefore meets lfs¿s serious injury criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.